Event description:
Spontaneous call from (B)(6) hospital weight: (B)(6) kg, (B)(6) called to get information on current dose. Also stated that patient was in the hospital due to pump issue (B)(6) did not know any further details. Did not provided pump serial number. No other information or dates provided. Reported to (B)(6) by: health professional.